Manufacturer narrative:
(B)(4). The service engineer confirmed the customer complaint of screen freeze on startup and replaced the printed circuit board. The unit then passed all performed tests and calibrations and operates per manufacturer's specifications.

Event description:
It was reported that when the ventilator was turned on, it got stuck at the screen and did not go to the normal ventilation screen. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.